Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced distal set-up joint (suj) to resolve the issue. The system was verified and ready to use. Isi has not received the suj for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the customer was unable to use universal surgical manipulator (usm) 3 due to an obstruction. The issue occurred before the patient was in the room. The intuitive surgical inc (isi) technical support engineer (tse) checked the system logs and found error 22028 against usm 3. The usm 3 led was yellow, and repositioning the usm was not possible. The tse guided the caller with restarting the system, performing a hard power cycle, and performing an emergency power off of the patient side cart (psc), but the issue remained. The tse advised that usm 3 could be manually repositioned with force and disabled to start the procedure. Intuitive surgical, inc. (Isi) followed up with the customer and was advised that the procedure was completed laparoscopically.